Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient performed a system controller exchange due to alarms. No alarms were observed by the clinicians other than the driveline disconnect. Log files were submitted for review and captured low power advisory alarms and odd voltage trends while the patient was connected to the batteries. After the controller exchange there was only two lines of data, but it seemed that the backup controller had driveline comm fault alarms that did not clear.